Event description:
It was reported when the patient presented to clinic, increased rv hv lead impedance and rv pacing lead impedance were observed. Noise was observed on the atrial channel. The leads were explanted and replaced. The patient was withdrawn for the study.

Manufacturer narrative:
A partial lead with the lead tip measuring 48.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).